Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after filling a cartridge with 100 units of insulin. Reportedly, the customer added insulin to the cartridge and loaded it successfully. Additionally, it was reported that a bolus cancelled notification became frozen on the pump screen and the customer was unable to clear it, and that the cartridge did not lay flush against the pump. Reportedly, a pump reset was performed to clear the notification and the customer continued to use the cartridge for insulin therapy. Customer's blood glucose level was 175 mg/dl.